Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys on an unk date. It was reported that the lead contacts were reading as invalid. It was found that the lead had migrated. The scs sys was replaced on (B)(6) 2011 and the pt had good stimulation post-operative. The explanted lead was discarded. No add'l info is available at this time.